Event description:
It was reported that the right ventricular lead exhibited unacceptable defibrillator test thresholds during the initial implant procedure. The lead was not used. A new dual coil lead was implanted which resolved the issue. The patient was stable post procedure.